Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not coming online. A field service engineer worked remotely with customer on the unit in the or room. The unit was offline and not accessible, coordinated with customer, connected the unit to the correct port, and restored functionality, then dialed into the server and verified that the unit was online and in service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unit was not online during or case. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.